Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator cover, ring cover, and skin spacer were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the collimator cover on the stenoscope system was broken. Also the ring cover was damaged and the skin spacer was missing. No patient injury was reported.